Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leak on the connector a root cause could not be identified. The most probable cause of the malfunction was traced to component failure due to broken connector should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had image not clear/dark image. The issue occurred during set up / inspection for use. There was no patient involvement.